Manufacturer narrative:
Correction: h6.

Event description:
It was reported that the patient presented to the emergency room experiencing bradycardia. Upon review, the right ventricle lead exhibited high pacing impedance and inadequate low voltage output. The right ventricle lead was capped and replaced on (B)(6) 2023. Patient was stable.